Event description:
The company field service engineer (fse) reported by email an event with aware date may 18, 2020. The surgeon reported over the phone that the rosa laptop was freezing when he tried loading images on friday may 15th. He noted that the cd he was using to load the scans had multiple large images and that the laptop only froze on the screen for loading images. It did not freeze at any other time. The fse suggested loading the images via a usb or through a different cd and he said he would try that with our assistance. There were no patients involved in this incident and it was not during a surgery. There was no surgical delay or patient impact.

Manufacturer narrative:
An analysis of the data logs has been performed. This analysis concluded that a crash occurred when loading exams from a cd containing unreadable images with invalid fields for rosa software due to a known software anomaly. Valid exams must be isolated on a cd or usb to be correctly loaded in the patient folder.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer (fse) reported by email an event with aware date (B)(6) 2020. The surgeon reported over the phone that the rosa laptop was freezing when he tried loading images on friday (B)(6). He noted that the cd he was using to load the scans had multiple large images and that the laptop only froze on the screen for loading images. It did not freeze at any other time. The fse suggested loading the images via a usb or through a different cd and he said he would try that with our assistance. There were no patients involved in this incident and it was not during a surgery. There was no surgical delay or patient impact.

Event description:
The company field service engineer (fse) reported by email an event with aware date may 18, 2020. The surgeon reported over the phone that the rosa laptop was freezing when he tried loading images on friday may 15th. He noted that the cd he was using to load the scans had multiple large images and that the laptop only froze on the screen for loading images. It did not freeze at any other time. The fse suggested loading the images via a usb or through a different cd and he said he would try that with our assistance. There were no patients involved in this incident and it was not during a surgery. There was no surgical delay or patient impact.

Manufacturer narrative:
The serial number information was corrected. D4 unique identifier (UDI) #: unknown.